Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system used outside of procedure. It was reported that they were on a registration tab, before a case, the system became unresponsive. Technical services had medtronic representative try ctrl + alt + backspace and nothing happened. Technical services had rep perform a hard shutdown and reboot resolved the issue. Resolution was confirmed on the call. No patient was present at time of the event. The computer was noted to have been replaced